Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 558 /dl. The patient had a urinary tract infection. For treatment, the patient was given fluids and insulin. The patient was prescribed cephalexin, 500 mg to take 1 pill every 12 hours for 7 days. The patient was discharged after 5 hours. The cannula was bent, while wearing the pod between 4 and 24 hours on the arm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.